Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device has a bent drive shaft. It is known that the device was not used in surgery. It is unknown if there were injuries or medical intervention related to the event. The date of the event is unknown. No additional information is available.